Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 69-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was pushed in too deep to the point the pigtail bounced off the apex and moved up towards the aortic valve when the repo sheath was being placed. The physician attempted to reposition the pump and the entire cannula went past the aortic valve and into the aorta. The physician attempted to insert the long peel away and rewire the pump, but then the white connector cable became disconnected and the purge fluid stopped. The physician decided to remove the impella.

Manufacturer narrative:
The investigation for the pump positioning issue and the purge leak pump issue has been completed. Pump was not returned. Data logs show the pump running only about 3 minutes before turned off but continued to purge. There are also pump disconnected while running alarms. The pump was connected and reconnected to the console a few times. The root cause of the positioning issue was most likely a use issue based on clinical description. The cause of the purge issue was most likely a use issue as the pump was unplugged from the aic and thus was no longer running or purging. Added-h6 impact code 4628 corrections to the initial MFR report: added d6a/d6b.